Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd max instrument had "false positives." Customer reported that they are witnessing suspected false positive results for adenovirus while running the enteric viral panel assay. The customer run database was provided to bd service and quality for analysis, which revealed evidence of fam to vic channel optical crosstalk. A bd field service engineer (fse) was dispatched to the customer site where they performed re-normalization of both readers with new calibration cards. Instrument performance was qualified and determined to be within specifications. This complaint is confirmed by bd quality. The root cause was unable to be determined with the information provided. Sample analysis consisted of customer instrument run data files. Analysis by bd quality revealed evidence of optical crosstalk from the fam to vic optical channels. Review of the device history record for this instrument is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument and no additional cases were observed for the complaint failure mode reported.

Event description:
It was reported that during use with the bd max¿ system, bd max¿ instrument, false positive results were obtained. There was no report of patient impact. Assays used: bd max¿ enteric viral panel. The following information was provided by the initial reporter, translated from french: we observe a phenomenon of fluorescence spillover from channel 475/520 to channel 530/565. When a rotavirus is detected positive, its fluorescence overflows onto the adenovirus channel, which also emerges positive with a rather low fluorescence intensity. This problem runs the risk of giving the patient a false-positive result.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: PMA / 510(k)#: k111860, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd max¿ system, bd max¿ instrument, false positive results were obtained. There was no report of patient impact. Assays used: bd max¿ enteric viral panel the following information was provided by the initial reporter, translated from french: we observe a phenomenon of fluorescence spillover from channel 475/520 to channel 530/565. When a rotavirus is detected positive, its fluorescence overflows onto the adenovirus channel, which also emerges positive with a rather low fluorescence intensity. This problem runs the risk of giving the patient a false-positive result.